Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated patient underwent surgical intervention wherein the lead was replaced, and therapy was restored.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported the scs system was auto reducing, and the entire lead has high impedances. Surgical intervention may be addressed at a later date to address the issue.